Event description:
The pt had right side pleural efflusion. This ws noticed when the pt expeiernced increased respiratory distress. A chest tube was required to remove fluid from the lungs. The catheter was removed and a venous line waas placed.

Manufacturer narrative:
Product implicated is a 5 french dual lumen silicone umbilical vessel catheter. Catheter, which measures 49.5cm, was returned for eval. Sutures are present 37.2cm from proximal end of catheter. Lot history review was not possible since no lot number was indicated. Each lumen was pressurized with a 6cc syringe and colored water by occluding distal tip of tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 40psi and catheter could not be made to leak. Catheter flushes and aspirates normally. Complaint is unconfirmed since no leaks were found and catheter functions normally.